Event description:
It was reported that there was an issue with a tracheal tube. The balloon was reported to be broken. There was no patient injury reported.

Manufacturer narrative:
One endotracheal tube was received for evaluation in relation to the reported event. Visual inspection of the device was unable to confirm the reported event, however the event was confirmed and replicated through functional testing. A leak test was able to find that the cuff was leaking. Root cause was unable to be determined as it was not possible to rule out damage caused by improper following of instructions for use. A DHR review was unable to be completed as no lot information was provided.